Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model z9002, was inserted and removed from the patient's left eye because the surgeon had to perform a vitrectomy. The surgeon indicated that the vitrectomy was not due to the lens. Additionally it was reported that the lens was damaged but it was unknown when the damage occurred: before, during, or after the surgery. The replacement lens is the same model and diopter. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was missing a portion of the optic. Two cuts were observed on the optic zone. One haptic was distorted and the other was detached. The detached portion was not returned. The condition observed in the lens is consistent with a lens that has been damaged due to a iol removal from the eye. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.